Event description:
(B)(6) has received a report of a product campl: osseointegration problem. Material number and lot number are unknown. During the investigation of this complaint it has been identified that the returned part is not a (B)(6) product and, per §21 cfr 803.22, it is required that the complaint be reported to the FDA. (B)(6) was unable to determine the manufacturer of this implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).